Event description:
It was reported that the device has no image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error described by the customer as 'no image' was confirmed and assigned to a defective camera head cable. The th100 was found to have a cable that was visually in good condition. However, it did not work as expected. It is unclear whether the th104 worked for a while or failed on first use after the last repair. The cause of the failure was an electrical component fault. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).